Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch found that the devide met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent delivery system stuck on the guidewire and then split. The lesion located in the right coronary artery (rca) was predilated using a maverick balloon (unspecified size). While advancing the 2.5x24mm taxus express2 drug eluting stent over a non-bsc guidewire and inserting into the pt, the stent delivery system (sds) became stuck on the guidewire. Another guidewire (unk type) was inserted so as to not lose position, and the non-bsc guidewire and the taxus express2 sds were removed from the pt. After the devices were removed from the pt, the shaft of the sds "split", while trying to pull the sds off of the guidewire. Another 2.5x24mm taxus express2 drug eluting stent was used to complete the procedure. The pt was reported as "ok".